Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foley catheter seemed to be getting clogged more than usual requiring manual flushing which was reported to respective hospital on (B)(6) 2022. Stated that the foley catheter was not draining. These employees report a decline in uo, so they manually flush in case there was sediment and 300 ml output almost immediately. On nurse reported even being able to see the unripe in the catheter but not having draining with repositioning alone it required flushing which was reported to respective hospital on (B)(6) 2022.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to drainage eye occlusion blocked drainage lumen caused by plc failure and also might be contribute by no drainage eye or user related (salt accumulation). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that foley catheter seemed to be getting clogged more than usual requiring manual flushing which was reported to respective hospital on (B)(6) 2022. Stated that the foley catheter was not draining. These employees report a decline in uo, so they manually flush in case there was sediment and 300 ml output almost immediately. On nurse reported even being able to see the unripe in the catheter but not having draining with repositioning alone it required flushing which was reported to respective hospital on (B)(6) 2022.